Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01783, #3005099803-2010-01784, and #3005099803-2010-01786 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01783, #3005099803-2010-01784, and #3005099803-2010-01786 for a description of the other devices.it was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure.according to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract.they used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Visual inspection of the returned device revealed the needle to be in the extended position. The needle will not retract upon actuation. A puncture in the catheter wall was present; a kink in catheter was also present adjacent to the puncture in the catheter wall. The catheter, after being dissected in the location of the kink, revealed the hypotube to be fractured. The fracture surface exhibited elongated dimple ruptures indicative of a reversed bending action. The reverse bending can cause the hypotube to fracture and keep the needle from retracting during the procedure. The most probable cause of failure based on the analysis of the device is attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01783, #3005099803-2010-01784, and #3005099803-2010-01786 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.